Event description:
It was reported that the patient received inappropriate shocks due to noise sensed on the atrial and ventricular channels as seen on egms. Although the patient stated that there was an electrical storm when he first received the shocks, the noise appeared to be caused by a lead issue, not an outside source of emi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.